Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an underdose. No alarms were sounding. There was a volume discrepancy, the actual residual volume is less than the expected residual volume. The expected volume was 8 ml and 0 ml were aspirated. A dye study was scheduled. It was later that the pt's symptom was withdrawal. A roller study and dye study were performed, both were fine. It was not known how the pt was following the event. The drug used in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.